Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the unit shut down twice on its own. The case was completed without patient harm.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported events. The customer informed the company service representative that the system did not shut down, but rather the screen turned black twice and the laser had shut down. However, the company service representative was unable to replicate any of these events. The company service representative reseated all connections to the screen and the laser module as preventive action. The company service representative calibrated the laser module. The system was then tested and met all product specifications. The system was manufactured on march 25, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).